Manufacturer narrative:
Other text: a1, b3, b5, d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health effects; updated. D3, g1,2 email is: (B)(4).

Event description:
Additional information received via email. Event date was updated from unknown to august 2023. Event occurred during bench test.

Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual and functional inspection found the following: there are scuff marks on the enclosure, a long one down left side. The display label is damaged. Device is non-operational: when plugged in, the device was already powered on. The device did not pump water and the membrane switch "off" button did not work when pressed. The return tube is cracked and starting to slide off the return tube elbow fitting. There is evidence of fluid ingression on the printed circuit board (pcb). Membrane switch shows evidence of delamination and bridging between the traces. Air pressure was measured at 5.8 psi. This was above the 5.6 psi +0.0/-0.2 psi specifications. The complaint was confirmed; the device was non-operational. The cracked return tube caused fluid ingression on the pcb, causing it to malfunction. The membrane switch has signs of corrosion; this caused the membrane switch to malfunction. Both issues could cause the errors/alarms. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the membrane switch, return tube and the pcb. Replaced the o-rings for preventative maintenance. Device passed functional testing after the completed repairs.

Manufacturer narrative:
D4 was corrected. UDI related data quality updates only.

Event description:
It was reported that there were multiple errors and alarms. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.